Manufacturer narrative:
Per the perfusionist, initial calibration passed but the fio2 on the central control monitor (ccm) displayed dashes (---) instead of a value. The button to select the oxygen (o2) % on the monitor to change the fio2 set value did not work. The manual knob on the epgs was tried but did not change the value on the screen. The lines were checked and all were connected and secure with no observation of any kinks, bends or breaks in the gas lines. A calibration was attempted, but it failed. A repeat calibration was attempted and also failed. The perfusionist then replaced the hlm with another for the case to proceed. After the case was completed the perfusionist attempted to repeat the reported complaint. The calibration passed and the epgs worked as intended. While problem solving with the manufacturer's field service representative (fsr) it was observed that the fio2 set value was around 4% off from the actual value even with the calibration having passed. The hlm was powered down and then back on to see if the passed calibration would continue. It initially passed calibration on the calibration status page, but shortly after a message came up that the o2 analyzer calibration failed. Then the perfusionist dropped the fio2 down to 21% since the %o2 had a value. The %o2 button on the screen that showed the 21% value changed to dashes again followed by a 'cal' under it. This time the fio2 set value could be changed on the screen but the actual %o2 value stayed dashes. There was a 'calibrate o2 analyzer' message at the top of the ccm screen and the calibration status changed to 'not calibrated'. The fsr verified the o2 calibration errors and mismatched values. He replaced the o2 sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) gave an inaccurate fraction of inspired oxygen (fio2) reading. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that with the oxygen (o2) sensor installed into a lab use only (luo) electronic patient gas system (epgs), the epgs successfully calibrated and passed all testing. The o2 sensor operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.